Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device was not communicating information. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the cii safe. The technical support specialist (tss) dialed into the station and followed the article named "retry on tx.storageitemtransaction" to perform the fix. The tss then started the data synchronization services, the station continued to show a retry error with a different key. The tss stopped the services again and executed a query to resolve the retry issue. Upon restarting the data synchronization services, the station came back online and began uploading data. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device was not communicating information. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.